Event description:
According to the customer, when they release the suction spring control it has a tendency to stick and doesn't close off completely aspirating lung volume from patient and putting the patient in respiratory distress. Also if they don't retract out of the pucker valve it draws out volume as well.

Manufacturer narrative:
(B)(4). The parts supplier tested returned units and confirmed the reported condition. It is suspected lack of sufficient amount of (B)(4) valve is a contributing factor. It has been confirmed that the failure mode is presented over use. The longer the catheter is used, the (B)(4) is depleted and the probability of the valve sticking increases. (B)(4). The dry lubricant coating can withstand the repeated use without having the side effect of the valve sticking. (B)(4). Labeling does indicate the unit has to be changed every 72 hours or sooner if unit is soiled. (B)(4). A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.